Manufacturer narrative:
Corrections: date of inratio inr result of 3.1 should be "(B)(6) 2016." Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of the strip lot was performed. In-house testing on the reported strip lot met accuracy criteria and the product performed as expected. The customer's complaint was not replicated. The customer did not provide a comparative laboratory inr for the reported inratio values. It is not possible to verify if a discrepancy exists without this information. The manufacturing records for the lot were reviewed and the lot met release specifications. The customer was reported to have chronic obstructive pulmonary disease (copd); this condition may impact the performance of the assay. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Correction: the (unknown lot number) inratio inr of 3.1 was performed on (B)(6) 2015.

Manufacturer narrative:
Investigation is pending.

Event description:
The caller (end user) reported that he received unexpected low inratio inr results. On (B)(6) 2015, the inratio inr was 3.1 (unknown lot number). There was no recent warfarin dose change. The unexpected low results are as follows: date: (B)(6) 2016, inratio inr: 1.8; (B)(6) 2016, 1.8 and 1.6 (5 minutes between testing). Therapeutic range: 2.0 - 3.0. There was no reported adverse patient sequela. There was no additional information provided.